Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the unit was flickering and the disposable hand piece was making clicking noises during use. Several disposable hand pieces were tried and the problem still occurred. There were no adverse patient consequences.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500 form. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.